Event description:
It was reported that the patient fell (B)(6) and stated the device didn't work anymore. The patient went to the physician and an x-ray showed that the lead had moved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).